Event description:
It was reported that during an adenoid procedure the device allegedly burned out after 8-mins of use. Procedure was completed w/o further complications using a suction cautery. No pt complications were reported as a result of this event.

Manufacturer narrative:
A pt identifier, weight and gender were not reported.